Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead is in segments, no helix testing is possible, tissue is visible inside the helix. Lead is in segments, no stylet testing possible. Stylet not returned, therefore, condition/brand is unknown.

Event description:
It was reported that during the implant procedure there were ¿problems turning out the screw, there were sensing and threshold instabilities as a result, and there was difficulty pulling the stylet out.¿ a different lead was selected and implanted. No patient complications have been reported as a result of this event.